Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient figured out that the waterbed massager was making a magnetic field.

Event description:
It was reported that a patient had experienced issues with his waterbed turning his previous device off "because of the magnet." It was confirmed that the device had a magnetic switch which had been impacted by the waterbed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v443426, implanted: (B)(6) 2010, product type lead. (B)(4).